Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of high amplitude noise. This system was tested in clinic with noise easily able to be reproducible. The electrode was suspected to be fractured due to the noise be able to be reproduced. The system was subsequently explanted and replaced. No additional adverse patient effects were reported.